Manufacturer narrative:
The device was returned to olympus for inspection where the reported failure was confirmed. Based on the results of the investigation, a root cause could not be identified. The most likely cause is impact, dropping, shock or similar stress. The event is detectable and preventable by handling device in accordance with the following IFU. In IFU "chapter 4.1 inspection and testing", ¿warning risk of injury¿ lists ¿impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end.¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the device ceramic distal end had come off. The issue was observed during maintenance. There were no reports of patient involvement.